Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was not booting satisfactorily. Whilst with a patient configuring the device, when the monitor was turned on, no monitoring appeared although the battery was full. The device was turned off and on again and then the screen went blank, then had white lines across it, after it passed that stage the touchscreen was not functioning. There was patient involvement, however no reported health consequences or impact. Another alternate device was used for patient monitoring.